Event description:
It was reported that pump screen remained dark and would not turn on despite multiple attempts to power it on and charge it. There was no adverse impact to the customer's blood glucose level. Customer had no backup insulin therapy available and planned to contact healthcare provider, while technical support walked through troubleshooting steps, confirmed pump remained unresponsive, and arranged shipment of replacement pump with confirmed address and signature requirement; customer was instructed to let battery fully deplete, return malfunctioning pump within specified timeframe using provided materials, and then program pump settings and reconnect continuous glucose monitor in replacement pump.